Manufacturer narrative:
Initial reporter¿s phone number: (B)(4). Device manufacture date: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The device manufacture date was documented as unknown in the initial report. It has been updated to jun 3, 2008. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the seal was stiff. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the power drive device had low power while in use with the battery casing device. It was further reported that changing the battery device could not solve the technical issue. There were no delays in the surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.